Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion and the balloon burst when it was inflated. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion and the balloon burst when it was inflated. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed a 1cm longitudinal tear running distal from the proximal marker band. There was blood and contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.